Event description:
Pt experienced a minor superficial burn (1/2 inch long) on the skin of the left lower breast. The insulation surrounding the colorado needle micro dissector broke down during the use of the cautery tip, causing minor burn.